Manufacturer narrative:
The end user is a receptionist in an ER and stated that she developed blistering on her face and swelling of her throat while wearing the mask. She was given a steroid injection and prescribed a medrol pack. She had previously been diagnosed with a multiple allergies and was sent for additional testing. Thus far, she has also been diagnosed with a citrus allergy. We have had no other similar incidents reported to us for this device.

Event description:
While wearing the mask, the end user developed blistering on her face and swelling of her throat.